Event description:
Tc wire clinical study #us12-0065. It was reported that 1 day after a coronary artery drug eluting stenting procedure that patient had a myocardial infraction (mi). The index procedure treated one totally occluded 25mm lesion located in the proximal left anterior descending artery (lad). The lesion was predilated with a 2.5x20mm maverick balloon. The physician successfully implanted a 3x32mm taxus express2 drug-eluting stent at 14 atms. Post implant stenosis was 0% with timi flow 3. The patient had a q-wave mi 1 day post-index procedure and wa placed in the ccu for recovery. "The patient is currently stable on beta blockers, zocor, aspirin, plavix, and integrelin." " chest pain post successful ptca to lad. This is most likely pericarditis secondary to the myocardial infraction. " motrin wa prescribed. She was discharged 4 days post-idex procedure on aspirin and plavix.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.